Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was taken from package and noted immediately by the scrub that the lens was damaged. The device was not used. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).